Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6)/2009, the patient reported that a "not major amount" of insulin spilled inside the cartridge chamber of his infusion device. He stated this occurred while he was trying to change the cartridge. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.